Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for breakage with the incident lot was not observed. The photos were evaluated and the customer's indicated failure mode for breakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke as pushed onto the holder. The breakage occurred near the outer tip of the needle. No injury or medical intervention.